Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and cloudy drain. The same day as the event onset, the patient was hospitalized due to the events. It was not reported if the patient was treated for the event. At the time of this report, the events remained ongoing. The cause of the events and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.